Event description:
It was reported that a zct150 22.5 diopter intraocular lens was explanted approximately two (2) months post implant from a male patient's left eye due to unexpected post-op refraction (residual myopia). There was no incision enlargement reported. The patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Follow up information indicated it was the patient's left eye that was affected and they have recovered. The intraocular lens (iol) was returned to the manufacturer. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens optic is damaged and scratches are present. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. The production order was produced without deviation or non-conformances. There were no process or material changes. There were no conforming materials reports. The inspection data for the diopter power process was within specifications. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.